Event description:
The physician intended to use an in.pact admiral paclitaxel-eluting pta balloon catheter during procedure for treatment of the distal right sfa and popliteal artery. The calcified lesion exhibited little tortuosity and severe calcification with chronic total occlusion 100%. Artery diameter was 6mm with a lesion length of 200mm. Long cto using popliteal approach was reported. A non medtronic sheath and 0.018 wire were also used during procedure. Embolic protection was not used. A non medtronic inflation device was used during procedure with contrast/saline mix. There was no damage noted to the packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It is reported that the device or component detached, cracked, or fractured upon removal through the sheath. The break/fracture occurred at catheter. Removal difficulties were reported. There was difficulty removing the balloon following balloon inflation. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was used during withdrawal. Procedure was completed using brachial approach; access was obtained prior to event. There were no patient symptoms or complications associated with this event.